Event description:
It was reported that the patient's ICD system was explanted due to vegetation on the rv lead. Patient's overall clinical prognosis then declined and a decision was made to move the patient care to comfort measures only. The patient later expired.

Manufacturer narrative:
No medwatch form was received. Review of quality records.